Manufacturer narrative:
The philips authorized repair facility testing indicate that the speaker produced has no sound and the speaker was defective. The device speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported that during an evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.